Event description:
It was observed during the device inspection, that both the charged coupled device and lens of the colonovideoscope were found to be contaminated. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, foreign material could not be identified and the root cause for this event could not be determined. The foreign material may have remained in the device due to incorrect reprocessing. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.